Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
During index procedure, the physician used an evercross pta balloon catheter to treat a lesion in right sfa which exhibited 100% stenosis. Approximately 6 months later the patient presented with restenosis in the right sfa which required pta ballooning. The event is reported to be possibly device related and not procedure related.